Manufacturer narrative:
No operative notes or x-rays were provided. Patient bone quality is unknown. It is unknown if excessive insertion force or off-axis insertion contributed to the described event. Without more information, a definitive root cause cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the screw fractured. The broken piece remains in the cup and a new screw was implanted.